Event description:
A family member reported that the pt who was introduced to an innovo in january 2003, started feeling unwell and had high blood glucose levels in 2004. The pt was hospitalized due to the event. Septic screening was performed and the results were negative. The family member had noticed that the plunger was stiff and it was suspected by the specialist that the innovo was not giving the insulin properly. A new device was given to the pt and the new device appears to be working well. Outcome of the event has not been reported. Further information has been requested.